Event description:
It was reported to ventec that the ventilator's inspiratory pressure was low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of low inspiratory pressure could not be confirmed or duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be confirmed.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 section d4, model #, of the initial medwatch report stated: prt-00490-001 section d4, model #, of the initial medwatch report should have stated: vocsn, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).